Event description:
Doctor had just intubated patient, requested to start propofol on our transport pump for sedation. Propofol prepared and programmed into pump, tubing connected to the patient. All clamps open, infusion started, pump with green "run" light showing, no alarms sounding. While preparing fentanyl and cardene (if necessary), reassessed patient, noticed blood pressure (bp) on monitor showing to be unexpectedly high. Rechecked all interventions including propofol infusion. Infusion pump still indicating in was running, but a visual exam of the drip chamber and the extension tubing (between IV catheter and pump tubing) showed the propofol was not infusing. Fentanyl given immediately, propofol switched to a different infusion pump, connected and started. Pump indicated it was running, and a visual exam also showed fluid infusion seen in drip chamber and tubing. Patient's bp began trending down, but still elevated. Cardene initiated, target bp achieved. Patient transported without further incident, bp remained within target parameters. Initial infusion pump placed in separate area of equipment bag and upon return to base, reassessed if pump was actually infusing by using practice tubing and fluid. Pump would again indicate "run" but no fluid was actually being infused through the tubing.